Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.